Manufacturer narrative:
Patient information was not made available from the site. (B)(6). On 09/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/18/2015 software investigation completed. Findings are that the reference frame was moved during the procedure which invalidated the registration. Software is functioning as designed. On 10/07/2015 a medtronic representative, following-up at the site, reported the procedure was a cranial tumor resection. The surgeon completed the procedure with the use of the navigation system after performing a new patient registration to continue navigation. There was no impact on patient. On 10/08/2015 a medtronic representative was told that the reference frame was moved during surgery and the site noticed when they navigated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a procedure, the surgeon alleged an inaccuracy when using their navigation system. No specific measurement of the alleged inaccuracy were provided. No further details of the procedure were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Instructions for use which accompany this device state: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result."